Event description:
On 5/17/97, the operator was setting up b-12 assay and while trying to determine the amount of calibrator a (lot number 22312q100) in the bottle, accidently squeezed the bottle and sprayed her face and one eye. She thought she got some in her rt eye. She rinsed her eye thoroughly at the emergency eye wash station in the lab. She stated she had not noticed any adverse reactions. The imx operator stated the emergency room flushed her eye again with 500 cc water. She had no adverse effects from the incident.